Event description:
The customer claims that the alarm has power, but no alarm tone when pressure is released from the sensor pad. The unit was tested with new batteries and there was no visual damage detected. There was no reported pt injury.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the unit does sound the alarm. The rj-11 sensor connection is damaged and there is no alarm when pressure is taken off the sensor. All other unit functions work fine using the magnet. The unit was tested with new batteries. (B) (4).